Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. There was no patient and user harm and no intervention was required. They used a second capsule, but it also failed. The third capsule was attached successfully on the same event. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The capsule and the delivery system and the capsule will not be returned for investigation.